Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no anomaly. As of the date of this analysis, the leads and extensions were not returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) and extensions were explanted and replaced on (B)(6) 2014. It was noted that there was a revision and the leads and extensions were tested with a ¿cable-test¿ and external neurostimulator (ens). It was noted that there was high impedance of >4,000 ohms for four electrodes. It was further noted that stimulation or therapy issues included overstimulation and a shocking or jolting sensation. It was noted that the patient was hospitalized as a result of the event. It was noted that there was reprogramming. Diagnostic testing or troubleshooting included impedance testing, x-rays and reprogramming. It was noted that the issue was resolved. The cause of issue was not determined. It was also noted that there was a lead or extension issue. This was clarified to be ¿damage detected when removing the lead.¿ it was unknown if there were any patient symptoms or complications associated with the event. The patient¿s status at the time of report was alive with no injury. Additional information received reported that the extremity of the leads was apparently ¿oxidized.¿ it was noted that the healthcare professional (hcp) did not change the leads. It was noted that they were re-used and connected to the new extensions. It was noted that the manufacturer representative was waiting for the print-outs concerning the file and would transmit them as soon as they were received. It was noted that the patient was well and found an effective stimulation. Additional information received reported that numerous electrode pairs were >9,000 ohms. The electrode pairs that were not >9000 were within a normal range. The previous information was obtained from ins interrogation logs. The interrogation was conducted on (B)(6) 2013 prior to replacement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the "extanding extensions" were broken, which could have explained the "bad" impedances.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3877-45, lot# 0203159498, product type: lead. Product ID: 3877-45, lot# 0203555265, product type: lead. (B)(4).